Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep confirmed implant serial number. Rep stated that from their conversation with tech support, the contact configuration was too close to the impeded electrodes, causing it to disallow increases. Reprogramming occurred on (B)(6) 2026. Programmed around affected electrodes. Issue has been resolved. Double-checked that patient handset could make adjustments following clinician programmer session. Pt confirmed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient was able to make adjustments to therapy in group a. In group b and c they get a message that says settings not available when attempting to increase the amplitude. The caller reported that some electrodes have high impedance values with the red indicators (the caller mentioned the electrodes 3 13 and 15 each had red indicators). The patient was programmed with the following parameters: b1 3+ 5- 6- 5.8ma b2 10 - 12 + c1 2+ 6+ 4- 5- 15.6ma pw: 300us. The following impedances were provided: ref 2 4 4270ohms 5 820ohms 6 770ohms 7 1930ohms. The issue was not resolved through troubleshooting. Agent reviewed information about impedances. The caller will work with the patient on programming to avoid the electrodes with high impedance values. No symptoms were reported.